Event description:
The customer reported that a red alarm from one patient was not sent to the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.